Event description:
It was reported that a patient underwent a hysteroscopy, laparoscopy with bilateral salpingotomy, chromotubation and lysis of adhesions on (B)(6) 2012 and topical skin adhesive was used. The patient developed severe dermatitis reaction. The topical adhesive was removed by the physician and the patient was treated with steroids. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.